Manufacturer narrative:
There was not an issue with the pride product. The ez lock system is not a pride device.

Event description:
Provider alleges consumer was driving an automobile in the unit with an ez lock system when the ez lock system allegedly shifted causing the end user to veer and hit a tree.